Event description:
It was reported that the patient sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2008. No additional information has been provided. Per medical records, it was reported that on (B)(6) 2010 the patient presented with the pre op diagnosis of l2-3, l4-5, l5-s1 spinal stenosis, facet spondylosis, degenerative disk disease, chronic radiculitis, and chronic low back pain. The patient underwent the following procedures: 1. L2, l3, l4, l5 and s1 laminectomies, bilateral partial medial facetectomies and bilateral foraminotomies. 2. Posterolateral spinal fusion at l4-5 and l5-s1. 3. Posterior pedicle screw instrumentation, l4-5 and l5-s1 with peek rods. Per the op notes, bone morphogenic protein was then mixed onto type ii collagen sponges and centrally filled with bone graft matrix. Composite rolls were then constructed and then an appropriate time implanted in the posterolateral gutters bilaterally, l4, l5 and s1 after final irrigation with excellent opposition to the transverse processes. Final x-rays were obtained, which demonstrated acceptable position of implants without identified problem. No patient complications were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.